Event description:
The manufacturer received information alleging an incourage device caused a compressed spine fracture. The patient was initially hospitalized for three days and then transferred to rehabilitation. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an incourage device allegedly caused a compressed spine fracture. The patient was initially hospitalized for three days and then transferred to rehabilitation. The device was returned to the manufacturer for evaluation and the customer's complaint was unable to be confirmed. The device was tested and found to operate to design specification. The manufacturer concludes no further action is needed at this time.